Event description:
There was an issue during the pull-back of the stent. There was an inability to cross a lesion using this device. The stent came off the balloon and stayed in the mid rca, which required an open cardiac procedure to remove the retained portion.